Event description:
It was reported that customer experienced cgm error and could not continue sensor use as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not recur after reset, and successfully started new sensor session, with no further issues reported.